Manufacturer narrative:
Customer reported improper setup which was discontinued; device operating to specification. Customer reported improper setup.

Event description:
The customer reported that the ventilator alarmed during use due to a high oxygen supply pressure. The customer reported there was no patient harm. The customer reported the ventilator was connected to a 50psi oxygen gas wall source. They connected to an e cylinder with a flow regulator via manifold, and then to a flowmeter set at 15 lpm and disconnected the wall source, at which time the ventilator alarmed due to a high oxygen supply pressure. Per the operators manual and oxygen manifold option instructions, the oxygen source must be able to deliver 100% oxygen regulated to a maximum inlet pressure of 87 psig. The customer reported they did not use a pressure regulator, resulting in too high a delivered pressure to the ventilator when they switched over to cylinder use. Per device specification, when the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturer's clinical specialist has advised the customer to discontinue the improper setup and use of the flow regulator, and reported the customer has ordered pressure regulators for appropriate connection. The customer did not know the serial number of the ventilator that was in use at the time of the event.